Event description:
Patient being treated for a t10-1 compression fracture and underwent thoracic laminectomy with fusion at t10-l5. Post operatively patient had the devices (pedicle screws and related hardware) removed due to pain and discomfort.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.